Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844600, b62530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, metrorrhagia, nausea, vomiting, breast tenderness, swelling, feeling hungry, low back pain, spotting menstrual, amenorrhea, fatigue, anxiety, eczema, joint pain, foggy feeling in head and weakness muscle. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramps"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: uterus is unremarkable. Bilateral fallopian tubes are occluded by essure coils. There is no free spill of contrast into the peritoneum. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844600-valid, b62530-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, metrorrhagia, nausea, vomiting, breast tenderness, swelling nos, feeling hungry, low back pain, spotting menstrual, amenorrhea, fatigue, anxiety, eczema, joint pain, foggy feeling in head and weakness muscle. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramps"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: uterus is unremarkable. Bilateral fallopian tubes are occluded by essure coils. There is no free spill of contrast into the peritoneum. Lot number: 844600, manufacture date: 2011-03, and expiration date: 2014-03. Lot # b62530 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-jan-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.